Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited shock lead impedance measurements high out of range on the right ventricular (rv) lead. Technical services (ts) reviewed and provided troubleshooting options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.